Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos (general purpose operating system) and cpu were evaluated and replaced. The system software and calibration files were reloaded. The cables and processor chips on the display panel processor pcb were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was locking up and it failed to generate x-rays. This resulted in loss of imaging functionality. There is no report of death or serious injury.